Event description:
While it was being used during surgery a piece of the bone scalpel blade was noted to break off. Wound was searched, all fragments present. X-ray taken, read as negative for retained pieces of the bone scalpel. No harm to patient.